Event description:
It was reported that the power module was returned for servicing and the battery was missing. The retention clip was broken off/missing. The bottom cover was damaged near the retention clip holder. The monitor cable had a bent pin. There were 4 rubber vent bands that were damaged.

Manufacturer narrative:
Date rec¿d by MFR: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the battery missing, the retention clip being broken off/missing, the bottom cover being damaged, damaged vent bands, and a bent ground pin on the monitor cable connector was confirmed via the returned unit. The heartmate power module was returned and evaluated at the european distribution center on 09-may-2022. During the evaluation it was observed that the battery was missing. Additionally, the system was powered on as intended despite the damage to the power module. A full functional test was performed on the unit and it performed as intended. The battery, bottom cover, retention clip, 4x rubber bands, and monitor cable connector were replaced with known working components. Preventative maintenance was then performed on the unit. No further testing was completed at this time. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate power module (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. (B)(4) was shipped from abbott on 27-sep-2017. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.